Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000047883.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedances on all contacts on one of the implanted leads. As a result, surgical intervention occurred on (B)(6) 2025 wherein the lead was explanted and replaced. Effective therapy was restored post-operatively. It is unknown which lead had impedance issues.